Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject was diagnosed with stable angina and cardiac catheterization was recommended. It revealed one target lesion. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged one day post procedure on aspirin and prasagurel. In (B)(6) 2013, the subject presented with chest pain and was hospitalized. In (B)(6) 2013, the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).